Event description:
During cardiopulmonary bypass, the device unexepctedly displayed an indication that suggested that the battery backup was not available. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Actual device involved in incident was evaluated. Performance tests performed. Results: component/subassembly failure (ic (integrated circuit). Conclusions: device failure occurred and was related to event. The reported issue was confirmed by log file analysis. The gas gauge ic on the power manager board falsely detected a full battery discharge, and as a result set the full charge level to 75% of the previous value.